Event description:
The manufacturer received information alleging a ventilator's ac power cord port was broken and the device could not be tested. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac cable was found to be pushed into the unit and not functioning. The ac connector cable kit and screw mount need to be replaced to address the issue. There was no allegation of exposed wires. There were no components replaced. The device was scrapped.